Event description:
It was reported that the when the compressor was turned on, the display of the compressor went white and the compressor did not work as usual. There was no patient harm. (B)(4).

Event description:
Manufacturer ref.#: 248074.

Manufacturer narrative:
It was reported that when the compressor was turned on, the compressor display went blank and the compressor didn't work normally. There was no patient harm. The compressor didn't deliver air and there were no compressor alarms. After changing the compressor main board, the compressor started normally. Another service company was contacted to do the repair. No further information has been received. If the compressor is used as back-up air supply and the reported fault condition occurs, the compressor might fail to deliver air. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop as a worst case scenario. Alarms will be generated the conclusion in this matter is that the compressor main circuit board most likely malfunctioned. Due to lack of information and as no goods were returned for investigation this could not be confirmed and the root cause could not be determined.